Event description:
Per the audiologist, the pt's cochlear implant system suddenly stopped working in late 2007. There was no reported trauma, medications or illness for the pt during this time. Results of an integrity test done in 2008 confirmed intermittent device functioning. Explantation/reimplantation plans had not been reported at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.